Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported she had recently been discharged from the hospital. Additional information received from the patient's clinic discovered the patient was admitted to the hospital on (B)(6) 2016 and diagnosed with peritonitis. The patient was treated with vancomycin and discharged on (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Medical records were received and reviewed. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
Additional information received from medical records information determined that the patient had presented to the hospital with a one day history of severe abdominal pain with associated nausea, vomiting, diarrhea, febrile and chills. The patient was treated with vancomycin and cefepime via intravenous routes with dose regimens not reported.